Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device with a 4.0 cm cuff was removed and a new system with a 3.5 cm cuff was implanted. During the procedure fluid loss was identified around the cuff tubing area. It was also indicated that the patient did not have a history of radiation therapy and the initial cuff was of the correct size and on the correct location during implant.